Event description:
Related manufacturer reference number: 1627487-2021-13790. Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and lead were explanted and replaced. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient, device, and event information. The reported event for high impedances was confirmed. As received, the lead was complete (the complete 60cm was returned). Microscopic inspection of the lead for channels 1-8 revealed all wires were broken 9.5cm distal to the stimulation end. Channels 1-8 measured open due to the broken wires. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. Channels 9-16 passed all testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. The patient reported falling approximately 1 year ago. Troubleshooting revealed high impedances on contacts 1-8. As a result, surgical intervention may be undertaken in the future.